Manufacturer narrative:
Complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 90-95% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending (lad) artery. The physician attempted to place the 2.75 x 16 mm taxus express2 drug eluting stent. The struts got hung up on one of the previous deployed non-boston scientific stents and the force caused the stent to come off of the balloon. The stent ended up in the left main artery. The physician pushed the stent proximal into the lad and deployed it using a 2.5x12 mm maverick balloon. The physician attempted to use an ivus catheter, but due to excessive force it would not perform properly. A second ivus catheter was used, but it was unable to cross the lesion. No add'l pt complications were reported. Pt status reported as "fine". Add'l info was requested, but not provided.